Manufacturer narrative:
Patient code:3189 should be corrected to 3191 in inital medwatch report. Claim#: (B)(4).

Manufacturer narrative:
H3-device evaluation: the lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. (B)(4).

Manufacturer narrative:
Concomitant medical products: foam tip plunger model-ftp; lot#-unk should have been included in initial medwatch report. Device code 1494: off-label use (acd < 3.0mm) should have been inlcuded in initial medwatch report. Claim#: (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm, vticmo12.6, -8.0/2.5/090 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a longer length lens due to low vault. This exchange resolved the problem.